Event description:
The reported issue was a weak water flow in the system, not a leak.

Manufacturer narrative:
Corrected block: b5. Updated blocks: h3 and h6. Per the manufacturer's subsidiary, there were audible tones and there was a sporadic temperature error on the front panel alarm indicators. The pump was replaced resolving the issue. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heater cooler had a water flow leak in the system. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.